Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, fenestrated bipolar forceps (fbf) cable was damaged. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell into patient, and it was confirmed with x-ray. There was no patient injury. The procedure was completed robotically with the same da vinci system and with a backup instrument. The procedure was delayed five minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed, and the following additional information was provided: this looks like a frayed grip cable

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis found the primary failure of a frayed distal grip cable to be related to the customer reported complaint. After the visual inspection, the instrument was found to have a frayed grip cable at the distal end on the yaw pulley. Some bundles/filaments of the cable were frayed but the cable was not fully broken or loose as reported by the customer.

Event description:
Refer to h10/h11 for follow-up information.